Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet device, resulting in a cracked and unresponsive touchscreen that prevented interaction with the device; the device was deemed nonfunctional and scheduled for replacement, and the user was advised that the replacement would no longer be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.